Event description:
Pt presented on (B)(6) 2016 with acute presentation of power spikes concerning for vad thrombus and was found to have an elevated ldh (1154) and ua with 2+ blood. Inr was 2.7. Pfh was 100.2. Pt and his family note that he had dark bloody urine at home. Upon arrival, he was started on bivalirudin and a swan was placed for close monitoring. Log files sent to heartware which confirmed the abrupt power elevation on (B)(6) 2016, with some more subtle power elevations since (B)(6) 2016 and an episode of disconnection of both power sources on (B)(6) 2016. Ldh was 1438 on the morning of (B)(6) and decision was made to perform a pump exchange. Pt underwent an exchange by left lateral thoracotomy of hw hvad on (B)(6) 2016.